Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code that battery usage is higher than expected; battery voltage is at 1.82 microwatts. This product has not been implanted and will be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory three low voltage faults were recorded in memory. Testing found that the pacing, sensing, and shocking functions were verified. The root cause of the low voltage faults could not be determined; no high current measurements were noted during analysis and the cell voltage recovered when removed from the hybrid.

Event description:
--